Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 212 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal and the customer was able to prime and rewind the pump. Additionally, the customer mentioned that the pump receives no delivery alarms during bolus attempts. The customer usually changes the infusion set and reservoir when the no deliveries occur but the alarms sometimes persist after set changes. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.